Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received.(B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at eighty percent deployment, the valve appeared constrained and a decision was made to recapture the valve. The valve was withdrawn from the patient and the sheath was exchanged. Pre-dilatation balloon aortic valvuloplasty (bav) was performed and the valve was reloaded onto the delivery catheter system (dcs). After full deployment, the valve still appeared slightly constrained. Moderate central aortic regurgitation (ar) and moderate paravalvular leak (pvl) were noted. Post-dilatation bav was performed twice but resulted in minimal hemodynamic improvement. A second transcatheter bioprosthetic valve was successfully implanted valve in valve and hemodynamics improved. The central ar was reduced to mild and the pvl was reduced to trace to mild. No further adverse patient effects were reported.